Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 425cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture and grade iii to IV capsular contracture. MRI performed on (B)(6) 2020 indicated the rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with a 475cc mentor memorygel breast implant prosthesis (catalog #: 3504751bc, lot #: 7392940, serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2020, it was found that the date of problem observed was omitted on the previous report. The date is (B)(6) 2020. The relevant filed has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the anterior view of the device, consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 5 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).